Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed lesion was located at a bifurcation in the severely tortuous, severely calcified right coronary artery. The physician encountered difficulty placing the taxus liberte 2.5x16mm drug eluting stent and tried to retrieve the stent back into the guide catheter. Retrieval was not possible because there was damage to the proximal portion of the stent. Everything was removed together. No patient complications occurred. Patient status is satisfactory.